Event description:
The member reported that when they attempted to take a reading with their livongo blood pressure monitor the monitor kept inflating and would not deflate to provide them a reading.

Manufacturer narrative:
Should the blood pressure monitor be returned for investigation, a supplemental report will be filed to communicate the results of the investigaiton.